Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand, and caller did not share whether blood glucose exceeded any specific level. There was no reported impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset instructions, confirmed that malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if malfunction code appeared again.